Event description:
It was reported by the patient's spouse that the patient had passed out the day before the report. Patient's spouse also referenced passing through an airport detector three weeks ago and was questioning any impact of that event. Follow-up was attempted with the last clinic of record and the implanter indicated by the patient's spouse and both facilities indicated they had not seen the patient since 2009. There was no additional information available and the patient's implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.